Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed to charge pump with known working supplies, then to place malfunctioning pump into storage mode, use multiple daily injections as backup therapy, and return pump with a prepaid label, while technical support arranged shipment of replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.